Event description:
I was diagnosed with cataracts and received treatment which included implantation of an alcon snd1t3 restor multifocal lens. I had clear vision (briefly) after surgery which rapidly declined to blurry vision. I received continued treatment and examinations until it was determined the toric lens had rotated from the position fixed during the initial surgery. A second surgery was performed on (B)(6) 2017 to return the lens to the correct orientation and fix it in place. The lens rotated again causing loss of clear vision and complications. A third surgery was performed on (B)(6) 2017 to remove the lens. The doctor advised me that he had been in consultation with the manufacturer multiple times and had been advised that the lens was too small in diameter for my eye. I suffered pain and loss of vision and had to make multiple visits to the doctor due to increased intraocular pressure, swelling, etc. Which necessitated administering multiple medications daily for over a month.